Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional information becomes available. Information related to the recalled composix kugel mesh implanted in 2004, will be reported in accordance with rae. See MDR 123643-2009-00230 for information related to the kugel mesh implanted in 2007.

Event description:
Attorney reported: in 200 - the pt underwent a hernia repair procedure with placement of a composix kugel mesh patch. In 2006 - the pt presented to her physician in distress with abdominal pain and fevers. The pt was admitted to surgery. The physician noted a defect from the previously placed mesh patch and had to repair and free surrounding tissue. Bard perfix plug was inserted. In 2007 - the pt had a kugel mesh patch implanted. Thus far each of the three patches implanted failed and caused adhesions and perforations. The pt has suffered and will continue to suffer physical pain and mental anguish.